Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380. Name (B)(6). Street (B)(6). City (B)(6). State (B)(6). Zip code (B)(6).

Event description:
It was reported on 13-mar-2026 that the infusion set cannula was bent, which elevated the glucose level to 20 mmol/l ,ketone value is 1.2 mmol/l and was treated with a correction bolus via pump.